Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working after being exposed to fluid/moisture. The customer stated the display was flashing. Customer was calling back regarding display anomaly after receiving a new battery cap. Customer's blood glucose level was unknown at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care provider's instruction. The customer will receive a replacement insulin pump. The device was returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test and self-test. No unexpected partial display or missing segments anomaly noted during testing. No unexpected blank flashing white display noted. However, sleep current measurements failed out of specific due to moisture damage on electronics assembly. Unit was received moisture damage noted on motor, and vibrated motor. Unit was received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.